Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis. Additional information provided indicates the device was observed with a fast descent of the battery longevity as it decreased from one year of battery remaining to declare safety mode in a five month time period. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated as it had no telemetry, and a memory download could not be performed. Despite the safety mode observation from the field, the probable cause could not be determined due to the battery cell being too depleted to confirm the safety mode observation, and the battery analysis found no issues.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects. The device is expected to be returned for analysis. Additional information provided indicates the device was observed with a fast descent of the battery longevity as it decreased from one year of battery remaining to declare safety mode in a five month time period. The device was returned for analysis.